Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the thunderbeat surgical instrument's tissue pad was peeling off during a therapeutic sarcoma procedure. The procedure was completed with a backup olympus device. There was no patient injury or medical intervention associated with this event.